Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event was ongoing since (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of 2000ml exactamix eva tpn bags leaked from the spike port. This was observed prior to patient use. There was no patient involvement. No additional information is available.